Event description:
This lead was implanted on (B)(6) 1996. Capped on (B)(6) 2003, for an unknown reason. And explanted on (B)(6) 2012, due to infection. The explant procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).